Manufacturer narrative:
Per field service engineer (fse) the customer main oxygen pressure is too low, the fse raise the main oxygen pressure, the machine work properly. Machinery trouble-free, do not need to repair. The issue was caused by customer oxygen supply being too low.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the tidal volume is too low. The customer reported that the unit was in use on patient, but there was no patient harm reported.